Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02821. Reference MFR report: 1627487-2014-02822. The patient received two 3166 model leads from the same lot number. It was reported the patient stopped using her scs system approximately four months ago. The patient stated her scs system's stimulation therapy was only effective for about eight months after implant. The patient stated her stimulation is no longer effective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02821. Reference MFR report: 1627487-2014-02822. Additional information received identified the patient's entire scs system was removed.